Event description:
A follow-up exam revealed a type iii endoleak between the zenith aaa main body graft and the zenith aaa iliac graft. In 2006, a aaa zenith iliac graft was placed to bridge the gap and resolved the leak.

Manufacturer narrative:
Evaluation: this event is still under investigation.